Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed a leak through the tubing at pinch valve (pv37). The leak had damaged the peltier module. The fse replaced the tubing and peltier module to resolve the leak issue. The fse then performed verification of instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported approximately 10 mls of blue colored liquid leaked underneath the coulter lh 500 hematology analyzer onto the counter top. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The operator was wearing the personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the incident. No erroneous patient results were generated in connection with the reported event. There was no death, injury, or affect to user or change to patient treatment attributed to this event.